Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as irritated with a burning sensation under the electrodes. The patient¿s daughter who is also a wound care nurse advised applying tegaderm on the irritation. Follow up indicated that the skin irritation improved.